Event description:
It was reported that; during surgery, when the surgeon checked the cross connector, it turned out that the screw of connector does not rotate. Therefore, the cross connector was changed to brand new cross connector.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: per the event description, the surgeon was tightening the set screw when he felt the instrument slip. The slipping feeling felt by the surgeon was likely the driver stripping the set screw. This can occur if excess torque is applied during tightening. The fully stripped set screw supports this conclusion. Conclusion: the most likely cause of the customer reported event is over-torquing of the set screw during tightening.

Event description:
It was reported that; during surgery, when the surgeon checked the cross connector, it turned out that the screw of connector does not rotate. Therefore, the cross connector was changed to brand new cross connector.